Event description:
Account getting low results for sodium, compared to repeat results from another method. The following patient samples were provided as examples: patient 1, initial result gave 131 mmol/l repeat gave 138 mmol/l. Patient 2, initial result gave 124 mmol/l; repeat gave 140 mmol/l. Patient 3, initial result gave 126 mmol/l; repeat gave 143 mmol/l. Patient 4, initial result gave 127 mmol/l; repeat next day 149 mmol/l. Erroneous results reported for patients 2, 3 and 4 only. No adverse events reported in association with the incorrect results. The field service rep determined the cause for the discrepant results were ise drain line plugged at quick connect, leaking probe and valve's. The field service rep cleaned the drain line from ise box and replaced probe and valves. Additionally, he replaced ise tubing, cartridges, mixing vessel and o-rings. Performance tests were performed and within specification.